Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4). Initial reporter telephone number: (B)(6).

Event description:
It is reported that during placement of device on wire for first pass, the wire exited the side of the device in the nosecone area. No patient injury is reported. Evaluation summary: the silverhawk device was received for evaluation without any ancillary devices or cine images from the procedure. The rx guidewire lumen on the distal tip assembly exhibited a 4cm longitudinal tear extending from the proximal edge. At the distal edge of the noted tear, there was an irregularly-shaped green piece of foreign material in the guidewire lumen. The color of the foreign material is consistent with the ptfe coating of several models of guidewires. It was not possible to push the debris out of the lumen.